Manufacturer narrative:
Isi has not received the monopolar cautery instrument for failure analysis investigation. Therefore, the customer reported failure has not been determined. If additional information and/or the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, arcing was observed. Although, no patient harm, adverse outcome or injury was reported at this time is unknown what caused the alleged arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument "ignited" and a spark was noted and was immediately removed. There was no report of fragments falling inside the patient during the surgical procedure and no report of patient harm, adverse outcome or injury. On 20-jun-2018, intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: the initial reporter confirmed that the instrument arced during the procedure. The instrument is currently being held by the site's risk management team and the initial reporter could not verify if it will eventually be returned to isi for failure analysis. No injury or medical intervention was required as a result of the alleged arcing.